Event description:
The pump was returned to the central processing department with an unsigned note stating "no volume on channel b on low volume setting." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone at power on or during an alarm condition. There were no reports of any adverse patient events while the device was in clinical use.